Event description:
It was reported to medtronic minimed that the customer alleges the pump is over-delivering. The customer experienced hypoglycemia and was treated with glucose tablets and a disconnected pump. The customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 72 mg/dl, and the blood glucose value was 124 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 52 mg/dl. The event involved product(s) mmt-441ag, mmt-7040ma, mmt-342, and mmt-1884. Troubleshooting was partially performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the low blood glucose. The customer has been using the insulin pump system within 48hours of a reported low blood glucose event. The customer was using the auto mode/smartguard feature active at the time of a low blood glucose event. No further patient complications were reported. Mmt-441ag return requested, and the customer agreed to return the device. No product return is required for mmt-7040ma. Mmt-342 return requested, and the customer agreed to return the device. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 return requested, and the customer agreed to return the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of (B)(6) 2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.0 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.